Event description:
The pt stated that she had her first pump replaced in (B)(6) 2008 due to arthritis. The pt stated that she thinks her catheter has "broken again" and "split into two." See manufacturer's report #3004209178200900419 for the first catheter revision due to a fracture. The hcp though that the fracture was due to rubbing. A catheter revision was planned. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).